Event description:
The customer reported that the system displayed a communication failure error message.

Manufacturer narrative:
A ge service rep conducted an onsite investigation. The generator interface board was replaced. The system was tested and operates as intended.